Event description:
An area territory operational manager reported that a site complained that the little caps that come with dialyzer do not work. The caps let air in and make the ¿test¿ fail and the dialyzer leak. In a follow-up, a nurse clarified that the blood leak an internal blood leak that was visually seen in the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies that same day. The device is not available to be returned to the manufacturer for evaluation .

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area territory operational manager reported that a site complained that the little caps that come with dialyzer do not work. The caps let air in and make the ¿test¿ fail and the dialyzer leak. In a follow-up, a nurse clarified that the blood leak an internal blood leak that was visually seen in the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies that same day. The device is not available to be returned to the manufacturer for evaluation .

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A review of the production record was performed. There were four temporarily approved deviation notices (dn)s and one non-conformance (nc) (bom not updated after validation activities) noted on the lot. The dns and the nc are unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Upon further review, it was determined that the event reported on MFR#1713747-2023-00787 was previously reported in MFR# 1713747-2023-00766. There will be no further updates on MFR#1713747-2023-00787. Any additional updates will be on MFR# 1713747-2023-00766.

Event description:
An area territory operational manager reported that a site complained that the little caps that come with dialyzer do not work. The caps let air in and make the ¿test¿ fail and the dialyzer leak. In a follow-up, a nurse clarified that the blood leak an internal blood leak that was visually seen in the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies that same day. The device is not available to be returned to the manufacturer for evaluation.